Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resets) has been confirmed. Upon investigation the monitor displayed a service code 204 - belt/monitor unusable. The cause for the service code 204 and monitor resets was isolated to component u413 on the computer/analog pca. There were broken solder connections on u413. The root cause for the broken solder connections could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting.